Event description:
Customer alleged blood glucose results of 133 mg/dl, 397 mg/dl, 413 mg/dl, 361 mg/dl, and 339 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms and took her normal dose of 10 mg of glucotrol, followed by breakfast and her normal 500 mg of glucophage. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.